Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the insulin pump alarmed no delivery. The infusion set, reservoir, and insulin were changed but the issue recurred. The high pressure test passed. Customer's blood glucose level was 300 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no excessive no delivery alarm noted. The insulin pump was received with minor scratched display window.